Event description:
A patient had a (vtun) camino flex tunneled ventricular catheter placed on (B)(6) 2013. The cam02 monitor gave a catheter failure notice on the screen. The monitor was turned off and on and the unit went back to working normal again. There were no add'l notices until (B)(6) when the nurse rec'd the same notice. She performed the same steps and the catheter went back to working at normal function again. The catheter was removed on (B)(6) later in the day.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based upon the reported info.